Manufacturer narrative:
The screws that were returned were visually inspected under magnification. All show signs of usage such as surface scratches due insertion or removal. Additional mdrs associated with this event: 3025141-2019-00638 follow up 1: plate 3025141-2019-00667: screw 1; 3025141-2019-00668: screw 2; 3025141-2019-00669: screw 3; 3025141-2019-00670: screw 4; 3025141-2019-00671: screw 5; 3025141-2019-00673: screw 7; 3025141-2019-00674: screw 8; 3025141-2019-00675: screw 9; 3025141-2019-00676: screw 10; 3025141-2019-00678: screw 11; 3025141-2019-00677: screw 12.

Event description:
A distal clavicle plate was implanted into the patient to treat a fractured clavicle. At some point post op, the plate broke. Plate and screws were explanted.